Event description:
This device was returned by the customer for the issue of unclear image observed during maintenance. There is no patient involvement. Upon evaluation of the returned device, it was observed that the device yielded no image, only snow, when connected to a video system. This is attributed to the cable defectiveness. This medwatch is being submitted for the reportable issue of no image as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image, only snow, when connected to a video system. The image could not be restored. This is attributed to the cable defectiveness. The charge couple device sensor was free from any apparent defect. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. Correction being made to the g3 date of the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The g3 date of the initial MDR should be dec 14, 2021, and not dec 26, 2021. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. There is no history of device repair for this device. The root cause of the issue of no image, only snow, for the device could not be determined. The instructions for use includes the following statements that warn against the issue for cable fractures: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.